Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high and fluctuating impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The physician determined that the svc was compromised at or shortly after the recent device change out. The alert for the svc impedance was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.